Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead exhibited a high, out-of-range shocking impedance measurement. A red alert was issued in the patient's remote monitoring system due to this measurement. No adverse patient effects were reported.

Manufacturer narrative:
A field representative reported that the patient was seen in the clinic for a device check. The shock impedance measurement was 90 ohms; a review of daily measurements confirmed there were isolated measurements that were greater than 125 ohms. The pacing impedance and pacing thresholds measurements were stable and within normal range. There were no tachycardia episodes showing noise. The physician planned to continue monitoring the device and rv lead with the patient's remote monitoring system. No intervention was planned.